Event description:
The catheter was found damaged and leaking during a check. Upon removal of the device the catheter tip was missing. They were unable to locate the catheter fragment via x-rays. The device had been in use two days prior to the incident.